Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered "severe cardiac injuries and damages ultimately resulting in complete heart failure culminating a heart transplant." The location of the patient's system is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.